Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix lancing device. No adverse event reported. Alleged device is unavailable for return; replacement was sent.